Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needle experienced needlestick injury. The following information was provided by the initial reporter: plus the cap design is absurd. I have stabbed myself countless times trying to put the tiny cap back on to the needle. Also sometimes they don't screw onto the pen properly.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needle experienced needlestick injury. The following information was provided by the initial reporter: plus the cap design is absurd. I have stabbed myself countless times trying to put the tiny cap back on to the needle. Also sometimes they don't screw onto the pen properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-sep-2022. Investigation summary: customer returned (1) unopened 32gx4mm bd pen needle from lot# 7124609. The customer reported the following a needle stick when re-shielding the needle. The sample was opened and examined, then tested for visual inspection of point geometry, outer diameter and lube coverage (specs: outer diameter (od) for 32g: 0.0090¿- 0.0095¿), and it was observed that all observations fell within specification and the od of the sample measured at 0.0092¿. No defects that could cause a unintentional needle stick were observed. The alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.